Event description:
It was reported that the tibial poly impactor broke while impacting the poly. The stride impactor was used on a competitor implant. The broken piece was recovered and the procedure was successfully completed without delay.

Manufacturer narrative:
H10 h3, h6: the device was used for treatment and a photo was provided for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found 1 similar report, this issue will continue to be monitored. This failure mode is identified within the risk assessment. The surgical technique, manual instrumentation, and product specifications for the stride unicondylar knee system notes proper use of the device in the trial reduction section. It also notes "warning: use only stride unicondylar knee system instrumentation to implant the stride unicondylar knee system." It was noted in the complaint form that it was being used with a djo poly and not stride. Visual inspection was performed on the returned photo and based on the report details the cause of the failure is uncertain. The tool was used for a djo implant and not a stride implant and the tool is shaped to be used with stride. Factors that could have contributed to the reported issue are unexpected distribution of force of the weakness of the material.